Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water temperature high. Per review of wo on 05may2023, there was no patient involvement. Per follow up information received via email on 11may2023, device be sent in for a bd-approved facility for evaluation. The issue was not resolved the assessment has been completed. Waiting for repair. No sufficient cooling. Per investigator notification received on 13aug2023, it was reported that the they were replaced because the temperature cable was broken and could not show the temperature on the display and the drain valve was leaking .

Event description:
It was reported that the arctic sun device had water temperature high. Per review of wo on 05may2023, there was no patient involvement. Per follow up information received via email on 11may2023, device be sent in for a bd-approved facility for evaluation. The issue was not resolved the assessment has been completed. Waiting for repair. No sufficient cooling. Per investigator notification received on 13aug2023, it was reported that the they were replaced because the temperature cable was broken and could not show the temperature on the display and the drain valve was leaking .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.